Event description:
It was reported by the customer that this event involved a premature baby, via subclavian insertion. The spring wire guide caused "issues" during the insertion of the catheter. As a result, the baby required a blood transfusion and another catheter was successfully inserted. No additional info is available at this time.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.